Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported thrombus. Thrombus is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported medication required was a result of case-specific circumstance as the patient was treated with medication. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Related report numbers: 2135147-2024-02031 and 2135147-2024-02032.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), vessel tortuosity, and a restricted posterior leaflet for a mitraclip procedure. The first clip (cds (B)(4)) was placed medial on the valve. After releasing the clip delivery system (cds), the clip tilted. The clip was stable on both leaflets with the mr reduced, but it seemed that posterior leaflet was not sufficiently grasped or that a chordae was partially grasped. The second clip (cds (B)(4)) was used to reduce the mr. After the leaflet was grasped, the deployment sequence was started. The clip could not establish final arm angle (efaa) after several attempts. The clip continuously opened to a 60 degree angle. Standard troubleshooting was performed, and it was decided to remove the clip from the valve. The clip was retracted into the left atrium (la), and final arm angle could be established. The clip was removed from the anatomy. On the back table, efaa was tested again and could be established. The clip opening while locked could be observed clearly in fluoroscopy. Another device was used to complete the procedure. There were no complications, and the mr was sufficiently reduced to grade 1. There were no adverse patient effects or clinically significant delay. No additional information was provided. On 15apr2024, a thrombus was noted near the second implanted clip in the left ventricle. The patient was treated with medication for 3 months. The thrombus resolved and there no clinical effects. No additional information was provided.